Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, after the sphincterotomy was completed, the cutting wire of the jagtome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.